Event description:
It was reported that the some functional undersensing due to intrinsic amplitude variability led to a delay in therapy. The patient passed out during the episode. The device successfully converted the arrhythmia. Technical services advised some programming options to help detect the arrhythmia earlier. There were no additional adverse patient effects. The system remains implanted.